Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when being applied to rectum during a laparoscopic low anterior resection, the device could not fire. They used another reload to complete the case. There was no patient injury.